Event description:
External pacing was administered to 78 yr old female ICU pt undergoing a procedure to replace a failing implanted pacemaker. Pacing electrodes were attached to the pt in the anterior/lateral placement. Periodically, the unit allegedly stopped pacing and pacing leads off alarm was observed. All pacing connections were checked and observed to be secure. A second 9p defibrillator/monitor/pacemaker was made available and used. Again the unit allegedly stopped pacing periodically displayed a pacing leads off alarm. Each time the external pacemaker shut off, the operator would restart the pacer and increase pacing current. The pt's outcome was described as ok.